Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "error code 119" (front end cpu failure). The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the front end board (part number (B)(4)). The system was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).